Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8.d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The root cause of the malfunction was unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during demonstration the screw from the subject device came off. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.